Event description:
The drill bit stripped. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation into the screwdriver shaft has revealed that the articles in question meet all specifications and fully conformed to specifications. Additional inspection has revealed, bends were located in the guide wire at multiple levels. The drill bit was destroyed by the bending, using extreme application of force, of the wire. Black discoloration on the drill bit indicates extreme influence of heat, friction. However, an exact cause of the damage was undetermined, consequently no conclusive assessment can be made. A review of the device history record did not show conditions that could have contributed to the reported event.